Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The inner insulation of the lead was extrinsically breached due to pulling/stretching/overstress. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during a cardiac surgery. The surgery was the cause of the dislodgement as the ra lead was in its original position pre surgery, and a check post surgery showed the lead was now positioned in the right ventricle. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.